Event description:
It was reported that needle clogged while using bd safetyglide¿ needle. This occurred an unknown number of times, however, no patient impact reported. The following information was provided by the initial reporter: when administering to a patient the vaccine would not go in per staff stated they had to " force it " for the medication to go in. The lot that was being used at the time of administering a vaccine is lot # : refu1984 , but there have been several other vaccines with all different lots that we are having a problem with.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle clogged while using bd safetyglide¿ needle. This occurred an unknown number of times, however, no patient impact reported. The following information was provided by the initial reporter: when administering to a patient the vaccine would not go in per staff stated they had to " force it " for the medication to go in. The lot that was being used at the time of administering a vaccine is lot # : refu1984 , but there have been several other vaccines with all different lots that we are having a problem with.